Event description:
The manufacturer received information alleging ventilator service required had occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted an error code, vpwrfail failure, was observed on the device's error log. The third-party service engineer further evaluated and determined the blower had caused the ventilator service required to occur on the device. In conclusion, the device's blower was replaced to address the issue. The root cause is confirmed at this time.